Event description:
During treatment, in 2006, around 11:30 the locking device for the syringe plunger was released due to a negative pressure at the syringe connection, which led to emptying the syringe contents into filterset on to the pt. This filterset used: lot nr 06f2685p. The timing of the problem was noted during treatment. No injury or clinical consequence was reported with the incident.

Manufacturer narrative:
The MFR will conduct further investigation of this incident, and a follow-up report will be submitted when the investigation has been completed.